Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure.the returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches.further inspection were deformations of the inner coil close to the is-1 connector pin found. Investigations indicated that these damages were caused by overrotation of the inner coil during the retraction or fixation of the fixation helix during the implantation procedure.during the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found.the analysis of the available fragment did not reveal any sign of a material or manufacturing problem.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This system was returned without documentation from an unknown source. There was no patient information after calling medtronic, boston scientific, st. Jude medical and ela. Three (3) voice mails were left for the patient's physician without response. Should additional information be received, this file will be updated.